Event description:
It was reported that 4 bd luer-lok¿ syringe sterile had some sort of moisture and string attached to stopper. The following information was provided by the initial reporter: a handful there is a gel like form or some sort of moisture when syringe is pushing back down there is a string attached to the stopper.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2137359. Medical device expiration date: 30-apr-2027. Device manufacture date: 17-may-2022. Medical device lot #: 1336559. Medical device expiration date: 30-nov-2026. Device manufacture date: 02-dec-2021. Medical device lot #: 1351241. Medical device expiration date: 30-nov-2026. Device manufacture date: 17-dec-2021.

Manufacturer narrative:
H6: investigation summary four samples were provided to our quality team for investigation. Through visual inspection, it was observed that all samples have sufficient silicone present in the barrel and on the stopper. The condition observed is acceptable per product specification. Silicone is a vital component of the manufacturing process, and allows for the piston to glide inside of the syringe, it is a safe and commonly used component in the medical device industry. A device history record review was completed for provided lot numbers 2137359, 1336559 and 1351241. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 4 bd luer-lok¿ syringe sterile had some sort of moisture and string attached to stopper. The following information was provided by the initial reporter: a handful there is a gel like form or some sort of moisture when syringe is pushing back down there is a string attached to the stopper.